Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator overheated and then stopped, while in use on a patient. There was no patient harm/injury associated with this issue. The patient was placed on another ventilator.